Manufacturer narrative:
External insulation abrasion was noted at 11.7-12.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. Other damages found on the partial lead are consistent with those occurring at the time of explant.

Event description:
This report is to advise of an event observed during analysis.